Event description:
It was reported by the patient that when the doctor was adjusting the settings a jolt was felt, and their body also shook violently following an echocardiogram recently. The patient also stated there is thumping in the chest when sitting or lying and can get it to stop by moving onto the right side. According to the patient, the doctor has tried adjusting the lines but it didn't work, and the doctor recommended putting in another line. Follow-up information from the clinic indicates the patient was checked, and there are no notes regarding the patient receiving jolts. The clinic indicates the right ventricular (rv) lead needs to be repositioned due to diaphragmatic stimulation, however the patient has refused intervention. The rv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: sedr01 implantable pulse generator (ipg) (B)(6) 2010, 5076 implantable pacing lead (B)(6) 2010. (B)(4).